Manufacturer narrative:
Device available for evaluation?: yes, returned to manufacturer on 08/10/2017. Device returned to manufacturer?: yes. Device evaluation: the intraocular lens (iol) was returned cut in three pieces to the manufacturing site for evaluation. Visual inspection at 10x microscope magnification showed loose fibers/particles on the lens pieces related to the handling of the unit out of a sterile environment. The conditions of the lens returned is consistent with a unit that has been previously handled and prepared for surgical process. The complaint issue reported could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that aab00 20.0 diopter intraocular lens was explanted from a female patient's left eye due to anterior dislocation of the inferior haptic causing iris rubbing. The lens was replaced with a za9003 with the same diopter. Incision was enlarged and 10-0 vicryl suture was used. No further information was provided.